Event description:
A nurse reported a shunt would not flush and had to be explanted and replaced with another shunt. In a f/u, the surgeon reported the pt experienced corneal edema and intraocular pressure (iol) increase. He also reported the events resolved with treatment.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified. No data regarding product identity was received (i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info was requested on 09/28/2011 and 10/05/2011 by phone, fax, and mail. A completed questionaire was received on 10/18/2011. (B)(4).